Event description:
An event was reported under the block (B)(4) clinical study and classified as noise on the ventricular lead, inappropriate device detection, and farfield r-waves on the atrial lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.